Event description:
St. Jude medical received a summons in 2004 indicating that the pt expired in 2002 and the death was device-related. At this time, company has no medical records to support this claim. St jude medical was informed that the ICD will not be returned for analysis.